Event description:
Boston scientific received information that the patient implanted with this device system reported that while dancing, received a shock and experienced syncope, falling to the floor. The patient was unsure if the syncope occurred prior to the shock. The patient had the device checked in the clinic and was to meet with their electrophysiologist. Patient services discussed that the patients' physician would determine if the device needed to be reprogrammed. The boston scientific sales representative reported that the patients' physician performs all of the checks in the clinic, therefore, additional information was not available.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.